Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had component damage, damaged flex circuit, vibration, bearing damage, cable damage, unintended activation/motion, excessive noise, illegible etch and e2 error code. It was further determined that the device failed pretest for visual assessment, cable, short circuits, safety and noise. It was noted in the service order that the motor was stacked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).